Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that auto release did not work, and the patient injury to the dura during the surgery for chronic subdural hematoma. The removal surgery of hematoma was performed from that site. The bones were thick and difficult to perforate at that time. Some bone fragment remained under the dura. The product was single-use. The issue occurred when open the first hole. The punctured part was at the right temporal bone near coronary suture. The hole steps and bone pads were not formed. The preoperative examination was not performed. The patient¿s (B)(6) male. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. The perforator was visually inspected. No anomalies were observed. Functional testing was performed on the device. A series of holes were drilled and the device functioned as intended. No issues were observed. A review of manufacturing records found no discrepancies when the product was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.